Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A (B)(4) mayfield xr2 skull clamp was being used for a procedure when patient's head fell out of the clamp. The event occurred at the end of the surgery. There was no injury. Adult disposable skull pins were used.